Manufacturer narrative:
(B)(6). A visual assessment was performed. The catheter demonstrated signs of use. The catheter was kinked in several locations, beginning at the distal end. As received, the working channel sleeve (wcs) protruded. A functional assessment was performed and wcs protrusion remained consistent when the tip was articulated by turning the knobs in all directions. A functional assessment was performed. The complaint was not confirmed because, upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the image. The device was fully articulated in all directions; no issues were identified with the image. A .035" guidewire was inserted through the working channel port and passed through the working channel; no issues were identified with the image. A spybite was passed though the working channel; no issues were identified with the image. The handle was opened and was found within specification. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. A DHR (device history record) review of lot # 21631456 was performed within the spencer mes and no deviations or non-conformance's were found. The DHR review confirms that the accepted device met all manufacturing specifications. The root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. The wcs protrusion issue due to an inadequate bond b is a manufacturing process design issue.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure the screen went black a few minutes after the spyscope ds was plugged into the controller. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.